Event description:
During the use of the device for a sternotomy procedure, the user reported, the device did not have much power. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported surgery was completed successfully and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.